Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced non-capture as seen via the current electrogram. The amplitude was reprogrammed and the ra lead currently remains in use. No patient complications have been reported as a result of this event.